Manufacturer narrative:
Device evaluation: visual inspection: the visi-pro showed the stent loaded over the balloon. One of the distal struts of the stent was stretched out in the distal direction. No fracture was noted. No other damages to the visi-pro device was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a visipro with a non-medtronic 6fr sheath (cordis) and 0.035 guidewire (magic torque) to treat a plaque lesion with 90% stenosis in the left proximal renal artery. The artery diameter was 7mm and the vessel presented moderate tortuosity. IFU was followed and the device was prepped with no issues noted. It was reported that the physician encountered difficulty when attempting to cross the stenosis. Plain old balloon angioplasty (poba) was used to pre-dilate the vessel. On second attempt, the stent could not make the 90 degree turn, so the catheter was removed. A 6x17 stent was used and during insertion. A shadow was noted on the guidewire. The previously used stent catheter was checked and the stent was missing. In the process of pulling the wire back, the stent came off the wire and was free floating in the aorta. An amplatz snare was inserted and removed the stent in its entirety. The procedure was not completed. When the device was returned to the manufacturing facility, it was noted that the stent was damaged